Manufacturer narrative:
The insulin pump alarmed motor alarm during basic occlusion test and unable to prime during the prime/a33 test due to loose protruded drive support disk, the motor passed motor test. No a33 alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and that the motor does not detect the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 378 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.